Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Unit passed self test however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify exposure to magnetic field or MRI due to pump error 38 alarms. Unit tested outside the pump and received pump error 38 at rewind. The following were noted during visual inspection: scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they were able to clear the pump error alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.